Event description:
I had silicone breast implant in 1990. I started feeling extremely tired, achy, brain fog, wanting to lay on the floor and die. Symptoms started a few weeks after I had my implants in. Over the past 29 years, I have never felt good and never realized until recently it could be from the implants because my dr said they were 100% safe. He also neer told me they would not last 10 years. He told me when I am (B)(6) they will still be perky. I've talked to other women that said they also started feeling tired. Achy sick like with the flu after getting implants. I've had a mammogram yearly since my (B)(6), 3 years ago, I had a mammogram that hurt so bad I was bruised for weeks. My breast both changed shape after that and I started getting more sick. Both breast hurt so bad they feel like fire. I had to stop doing a lot of activities due to it feeling like my chest is ripping if I raise my arms. I finally went to the dr and she sent me in for tests and the ultrasound and MRI showed both implants are ruptured. I can hardly get out of bed but have to because I'm a single mom. I have to work and take care of my family. I curse the day I had these implants. They've ruined a good portion of my life. Shame on the makers of these mentor implants. FDA safety report ID# (B)(4).